Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the associated defibrillator displayed a "check pads" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrode pads were returned, unopened in the original packaging, to zoll medical corporation; the customer's report was duplicated and attributed to the returned pads. The packaging had no tears but appeared to be a bit misshapen indicating they were possibly exposed to heat. The electrode pads were scrapped and a set of replacement pads were sent to the customer. Analysis for reports of this type has not identified an increase in trend.